Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a broken button and required a battery connector replacement. The epg was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the upper case was broken around the menu encoder. It was noted that the hanger was cracked and bent, there were errors in log of main printed circuit board (pcb) and it was out of specification (electrical), keypad window was scratched and flex was damaged, menu control knob was missing, all six plugs were damaged (tool marks), both wires on the liquid crystal display (lcd) were pinched (over ½ of diameter), all four encoder nuts were contaminated, both output connector nuts were discolored and a battery drawer shorting bar was needed. All found defective parts were replaced and all other identified issues were resolved. The device the passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a broken button and required a battery connector replacement. The epg was returned for service. No patient complications have been reported as a result of this event.